Manufacturer narrative:
The date of event estimated. Additional information requested, not yet received.

Event description:
It was reported that the patient experienced hives covering their entire body. Over the counter medication was unable to resolve the issue. An allergy test kit was requested and an allergist confirmed that the patient was having an allergic response to the implanted device. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates that patient's system was explanted on 11 january 2024 to address the issue.

Manufacturer narrative:
Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.